Event description:
The dealer states that the right side wheel hub is broken. The dealer states that half part of it has broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.